Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable low ion selective electrode (ise) potassium results for 25 patient samples. The samples were repeated on another cobas c501 analyzer. Of the data provided, only the results for 19 patient samples were discrepant. The initial questionable results were reported outside the laboratory. The repeat results were believed to be correct. There were no adverse events. The potassium electrode lot number and expiration date were requested, but were not provided. The field service representative found there was a possible clot in the ise probe or tubing. He performed corrective maintenance on the ise module and replaced the pinch tubing, sipper probe, sample probe and ise syringe seals as a precaution. He ran ise checks which passed. The customer ran calibration as needed. All controls were acceptable to customer and the system was performing to specifications.

Manufacturer narrative:
Based on the provided calibration data, the investigation determined there were issues with the standards and reagents. Most likely a handling issue occurred such as contaminated standard vessels or the diluent contaminated by kcl.